Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused propofol during patient therapy. The propofol infusion bottle and tubing were changed at 01:00 as per unit protocol (change of tubing every 12 hours). At approximately 01:34 the patient¿s blood pressure dropped. Norepinephrine was restarted at 10mcg/hour to maintain a mean arterial pressure (map) >65 in addition to a fluid bolus. When the nurse went to complete the patient¿s oral care at 02:00, the nurse observed that the patient was no longer responsive to pain. Subsequently, the nurse checked the patient's pupils and noted that the pupils were significantly less reactive than the previous hour. When the nurse checked the propofol infusion, it was noted the bottle was completely empty, indicating that the entire bottle of propofol had bolused into the patient in less than an hour. The rate on the pump indicated the infusion was running at 10.7 ml/hour, with 76.7ml vtbi (volume to be infused). It was reported that ¿the patient survived this event only because they were on va ECMO¿ (veno arterial extracorporeal membrane oxygenation) support. No further information was provided at the time of this report.

Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was received for evaluation; however, no ac adapter sent with the device for evaluation. Upon visual inspection, the device was found to have fluid ingression inside door. The case halves were opened and found internal fluid ingression inside the device. The reported condition was verified. The cause was due to component failure. To fix the condition, the ac adapter and lvp mechanism will be replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a review of the event history log review could not confirm the reported issue, as infusion parameters were not provided by the customer. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the event history log was reviewed. The reported infusion was confirmed; however, no air in line alarms were noted prior to the end of the infusion. Should additional relevant information become available, a supplemental report will be submitted.